Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 700 mg/dl at the time of hospitalization. The customer reported they attempted to treat their blood glucose with the insulin pump and water before being hospitalized. The customer reported being admitted into the intensive care unit. Customer stated they were treated with an insulin drip at the hospital. Troubleshooting found the customer received a no delivery alarm before their hospitalization. The alarm history also showed several no delivery alarms occurred. Customer reported changing their site several times. The customer stated their drive support cap was not damaged and their settings were accurate. The customer's blood glucose was 246 mg/dl at the time of the call. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.